Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that during axillary cutdown, the cardiac surgeon noticed the axillary artery was too calcific and borderline small for insertion. Impella insertion was aborted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.